Manufacturer narrative:
The reported event of increase in breakage of syringe modules file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached pictures alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported an increase in breakage, some of which might be due to the manner in which the devices are handled. The customer would like to extend their warranty on the devices. There is no report of patient involvement.